Event description:
It was reported that during a polypectomy, the device would not open after being fired 3 additional times in an attempt to place a clip. Surgeon then pulled the device from the tissue to remove. A small piece of tissue was removed, no treatment was required. Case was completed.

Manufacturer narrative:
Date sent: 06/22/2007. Information anticipated, but unavailable at this time.